Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the blender module. Calibrated transducers. Exhalation valve calibration failed -turbine would not turn on. 5 volt supply too high error in event log. Damage from an external power spike occurred. Damage to various vent components. Recommend ventilator be sent to OEM for repair/evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced o2 (oxygen) sensor error and the delivered fio2 (fraction of inspired oxygen) is low. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.